Event description:
International distributor contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced no audio output on a hypoglycemic event. Patient did not need any medical intervention